Event description:
It was reported that this right ventricular (rv) lead was capped due to product performance issues. No additional information was able to be obtain. No adverse patient effects were reported.